Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The device was unable to be interrogated, even after using multiple programmers, bluetooth dongles, and magnets. The device was eventually able to connect to the patient's phone. The patient was stable.